Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of skin rash from right waist up to behind back. Patient was recommended ointment treatment and antihistamine pills. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-02722), was submitted on 06-march-2025. However, based on the description, it was mentioned "she has a skin rash from her right waist up to behind her back, not related to the injection area". Now, this case has been determined to be non-reportable after the. Hence, this MDR is being submitted to retract the initial MDR. B5: describe event of problem: on (B)(6) 2025, it was clarified that the issue reported was not infusion set related. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.